Event description:
Customer reported that the blood glucose had been running high over the past day and that he was unable to bring it down. He stated that it had gone through the airport scanner and felt that it may have affected the insulin pump. He stated that the insulin pump was not delivering insulin but that he received no alarm. The blood glucose reading was 440 mg/dl. He stated that the drive support cap appeared to be normal. He found no air in the tubing or reservoir and no leaks. He was advised to run a manual prime and stated that insulin did exit. Customer was unable to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.